Manufacturer narrative:
The device was received with critical pump error and 3 consecutive pump error 54 alarms confirmed in history file due to software error. Unable to verify pump error 4 or pump error 42 due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received two pump errors indicating that the motor arm could not communicated with main arm, one indicating drive count error boundaries exceeding after movement, and three indicating software error detected. The customer's blood glucose was unknown at the time of the incident. The customer was advised to program a normal bolus to determined if delivery was successful. The bolus amount was recorded in the daily history. It was reported that the error table indicated that the insulin pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.